Event description:
The customer reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 98 mg/dl, but her most recent was 320 mg/dl. The customer was also dehydrated. The customer was having high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that she sometimes wears the infusion sets for six days. Advised the customer to change every two to three days. The customer also stated that she has had bent cannulas, and the insulin pump has not alarmed no delivery. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.